Event description:
It was reported that the patient underwent a tha, and subsequently, approximately 8 years post implantation, it was discovered through a metal ion test performed that chromium level 1.4 and cobalt level 5.6 reported. It is noted this is a non-revision case and all implants remain implanted. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). B3: aug 2013. D10. Metasulâ® duromâ®, component for acetabulum, uncemented, 54/ã¸ 48, code n item# 0100214054 lot# 2271976. Metasulâ® ldhâ®, head adapter, s, -4, taper 12/14-18/20 item# 0100185145 lot# 2281080. Metasulâ® ldhâ®, head, 48, code n, taper 18/20 item# 0100181480 lot# 2276256. G2. Report source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b3, b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories identified additional similar complaints for the reported items and the part and lot combinations. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Based on the available information, the reported event can be confirmed, but a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.